Event description:
Sorin group (B)(4) received a report that during a procedure when the clinician attempted to decrease flow, the s3 roller pump stopped. The clinician was able to re-establish flow by removing their finger from the speed potentiometer. For the remainder of the case, the clinician noted that touching the speed potentiometer would cause the pump to stop. The case completed and there was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.